Manufacturer narrative:
Device evaluation: follow-up #2 submitted (B)(4) 2013: the pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found with the returned pump. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. The alarm history and black box were reviewed and no errors or alarms associated with the complaint were observed. According to the basal history and daily insulin delivery totals the pump was delivering accurately until it was suspended on (B)(4) 2012 at 16:28. Unrelated to this issue, the display was faded with pinkish lettering. When replaced with a test display, screen is fully functional and illuminated.

Manufacturer narrative:
(B)(4): on removal, the cannula was found to be bent. There was no infection at the site, and no insulin leaking at the site. Technical support explained that the likely cause of the hyperglycemia was a blockage to insulin delivery as the event occurred after inserting a new infusion set, and resumed when she returned to that particular infusion site.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012, it was reported that the patient was admitted to the hospital on (B)(6) 2012 with hyperglycemia and emesis. The reporter stated that the patient's blood glucose (bg) was about 20mmol/l with high ketones; the reporter was unable to provide exact values. The patient was said to have been placed on injections and bg was stabilized the next day. On (B)(6) 2012, the patient was placed back on the pump using the same infusion set according to the reporter and bg rose to 20.2mmol/l after about one hour later. The reporter noted that the patient was again removed from the pump and was discharged on multiple daily injections until a replacement pump could be obtained. The reporter reviewed the incident with customer technical support (cts) who discovered that the patient had inserted a new infusion set on the evening of (B)(6) 2012. The infusion set in question was discarded and could not be returned for investigation. The reporter confirmed that the pump time and date were correct, the basal settings and advanced settings were accurately programmed, and the pump deliveries were correct. It was noted that the display screen had a slightly red hue. As no defect in insulin discovery was observed, cts concluded that the likely cause of the hyperglycemia was a blockage to insulin delivery due to an infusion set or site issue. This complaint is being reported because the health care professional requested that a replacement pump be issued to the patient with the implication that the pump delivered an inadequate amount of insulin. At this time, no evidence was found to support the claim.